Event description:
Boston scientific received information that during a follow up visit, this atrial lead revealed loss of capture and no sensing. A chest x-ray was performed which revealed that the lead had dislodged. A revision procedure was performed; the lead was removed and successfully replaced. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted puncture holes in the insulation; 307mm from the terminal pin. There were 2 holes noted in all, most likely caused by some type of tool. Blood and/or body fluid was noted in the helix housing, extending up into the lead lumen. In addition, blood and/or body fluid was also noted inside the outer insulation, most likely due to the puncture holes. The helix was partially extended and body tissue was noted entwined in the helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--